Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) of 600 mg/dl with vomiting. Bg was addressed with a manual injection. Reportedly, the customer was using mismatched supplies (luer lock with t:lock connector).